Manufacturer narrative:
Product analysis: analysis found that the analyzer failed incoming functional testing. The analyzer was sent for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer that was sent to service as a loaner return subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.